Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl and the pump alarmed no delivery. The customer had symptoms such as nausea and treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 400mg/dl at the time of the call. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer declined further high blood glucose troubleshooting.